Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported blank display issue was not duplicated. The pump powered up and functioned properly. The display screen was fully functional. No tactile issue was observed with the buttons. This

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen was blank. It was noted that the pump had auditory feature when a battery was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.